Manufacturer narrative:
An olympus field service engineer (fse) confirmed the broken grey connector and replaced the defective component. The device was repaired according to specifications and was functioning properly. Software attributes were verified and confirmed. No electrical safety check was required as the covers of the device were not removed. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported the gray scope connector was broken on an oer-pro. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the connector unit was broken by breakage/loose of the connector. It may have disconnected the connecting tube. Stress/impact may have been added to the connector toward loose direction by the user handling, and the accumulated stress might cause the breakage.